Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that use error, failed to follow therapy steps, occurred on the homechoice unit. This event was reported to have occurred during use while the home patient (hp) was connected during prime. The hp had noticed after connecting that the patient line was not fully primed. The hp had disconnected and then attempted to re-prime the line but the hc would not re-prime. The tsr explained to the hp that she would need to start over with all new supplies. The tsr had the hp close the clamps, cycle the power, and then remove the cassette. All disposables were discarded and the patient will complete her therapy by manual change. No additional information is available.